Event description:
It was reported the hub cap detached. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was advanced in the patient. At an unknown time the hub cap detached from the sheath. This device was removed from the patient and a new device was used to successfully complete the procedure. There were no patient complications.